Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction: h6 - investigations findings, h10 - analysis conclusion from previous supplemental submission. The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Event description:
New information states that the pacemaker was explanted on (B)(6) 2020. The patient did well before during and after the procedure.

Manufacturer narrative:
"The reported event of inability to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feed through dye-leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up. It was noted that the pacemaker would not interrogate despite repeated attempts and also trying two different merlin programmers. Unplugging the rf telemetry antenna and re-interrogate was not successful. No magnet rate or increase in pulse could be noted. Interrogation with a wand was also unsuccessful. Device replacement was discussed. The patient was stable.